Event description:
It was reported that a physician implanted an x-stop device into a patient at level l4-l5. Reportedly, the patient did not experience relief of back and leg symptomatology and thought it was "worse." At two weeks post-op, the patient consulted with the physician. At seven weeks post-op, the physician prescribed physical therapy and pain medication. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative.